Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device powered off when disconnected from ac power. It was reported that the device functioned as expected while on ac power. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.